Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusion), h11 corrected fields: e1(event site telephone): (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that before intra aortic balloon (iab) therapy guidewire cannot be smoothly inserted through the needle, tried again but the same problem occurred again so they replaced it with a new one. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).